Event description:
The customer reported that an unk type of covidien pencil continued to activate when the activation button was released. The incident pencil was discarded by the site. There was no pt injury. The site biomedical department was unable to duplicate the report of a pencil continuing to activate when the button was released.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the generator evaluation is complete a follow-up report will be submitted.